Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed via remote transmission. Programming changes were made. Patient was stable following the programming changes.